Manufacturer narrative:
The t:slim x2 user guide states: only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump time was incorrect by 2-3 minutes. Tandem technical support advised the customer to adjust the pump time. Additionally, it was reported the pump battery depleted in 2 days. Subsequently, it was reported the customer programmed a bolus and the pump generated a bolus value that was a different amount than the customer expected. Reportedly, the customer adjusts their own pump settings themselves. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.